Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. The atrial lead exhibited noise and intermittent loss of capture. The patient experienced feeling lightheaded. The device was programmed from dddr to vvir.